Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. During interrogation of the pulse generator, the device reverted to backup vvi settings. The device also exhibited telemetry anomaly. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.